Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device had a oxygen leak. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The device was tested and the philips fse was unable to reproduce the customer's reported problem. The reported problem was unable to be reproduced. Philips is unable to rule out that a malfunction did not occur. The cause was not determined. The device passed performance verification testing and was placed back into service.